Manufacturer narrative:
According to the customer, the wheelchair "lost its rigidity and no longer provides proper support, which has resulted in injuries and a wound on my lower back", in addition to, "the left footrest tilts unexpectedly, causing my foot to slip and creating discomfort as well as a risk of further injury". There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer, the wheelchair "lost its rigidity and no longer provides proper support, which has resulted in injuries and a wound on my lower back", in addition to, "the left footrest tilts unexpectedly, causing my foot to slip and creating discomfort as well as a risk of further injury".